Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line) that appeared on the homechoice (hc) unit during dwell. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior to the alarm. The technical service representative (tsr) assisted the hp troubleshoot the alarm and end therapy. The tsr advised the hp either start over with new supplies or perform continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the initial report. The lot number is unknown.